Event description:
Patient reported receiving a blood glucose reading of > 300 mg/dl, using the suspect device. Patient dosed insulin, based on this value; however, their blood glucose level did not decrease, as expected. Patient contacted emergency medical services, and was transported to the hospital. Upon arrival at the hospital, patient's blood glucose measured 210 mg/dl, using the hospital's blood glucose monitor, and 390 mg/dl, using the patient's device. Patient indicated that they changed the suspect device's batteries, retested their blood glucose, and received a result of 210 mg/dl. Patient indicated that they received no treatment for blood glucose concern. Control testing had not been performed on the suspect device. A request was made for the return of the suspect device and replacement product was shipped.